Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas stating that there was an intermittent power issue with the pump. The issue reportedly has been occurring for 3 months. The reporter denied damage to the pump or that the pump was exposed to water. The battery cap was reportedly replaced a week ago and secured tightly to the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged power issue with the pump.

Manufacturer narrative:
Device evaluation follow-up #1 (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: black box review shows a power on reset event on the reported failure date. Pump powers ¿on¿ and displays ¿verify¿ screen, pump booted with ¿low battery ¿warning. Inspection shows moisture corrosion in the battery compartment on the terminal. Pump was leak tested and concluded a battery compartment leak. Battery compartment and battery cap are intact, cap contacts measurements were within specification. The battery cap was tightened and then unscrewed ½ turn, pump lost power, reported¿ intermittent power¿ was duplicated. The battery terminal was cleaned, pump booted with no alarms and was exercised for 24, no further alarms or reboots occurred. Pump was opened, no further moisture ingress was found inside the pump. No intermittent condition was found to the power circuit or flex. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.